Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: adverse event term: : focused pain over right medial malleolus narrative of adverse event: over two weeks, patient reports pain. X-rays show lucency behind talar peg and possibly above the tibial pegs. Implants appear well bonded. A CT scan has been requested to investigate further. Additional information received from clinical department on (B)(6) 2024: surgical intervention description: right ankle curettage and cementing of cysts around total replacement. Reason for surgical intervention: bi-lateral cysts no tar components were removed.".

Event description:
As reported: adverse event term: : focused pain over right medial malleolus narrative of adverse event: : over two weeks, patient reports pain. X-rays show lucency behind talar peg and possibly above the tibial pegs. Implants appear well bonded. A CT scan has been requested to investigate further additional information received from clinical department on 31st may 2024: surgical intervention description: right ankle curettage and cementing of cysts around total replacement reason for surgical intervention: bi-lateral cysts no tar components were removed."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.